Event description:
The customer reported that the device was clicking and restarting.

Manufacturer narrative:
The customer reported that the device was clicking and restarting. The device was sent to philips for eval, and the reported symptoms were duplicated. The processor pca was replaced to resolve the issue.